Event description:
It was reported that the ilet insulin pump displayed an alert indicating consecutive stalled motor errors during use, after which the user attempted a restart and rewind but received an ¿unable to proceed¿ message; blood glucose at the time was 400 mg/dl and the user was using a 6 mm, 23 inch steel cannula set. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included complaint handling and replacement logistics, user guidance to shut down the device, and education on continued cgm use and data sync prior to return. Investigation of this case revealed a reported motor stall with inability to complete a rewind, consistent with a pump drive mechanism performance issue. It was concluded that the device malfunctioned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.